Event description:
A customer contacted global technical service (gts) regarding thinking that the machine skipped drain 3, which occurred on the home choice (hc) and was reported after use. The total ultrafiltration equaled 1202ml, the cycle 4 uf equaled 293ml, the cycle 3 uf equaled 970ml, the cycle 2 uf equaled -18ml, and the cycle 1 uf equaled -43ml. The technical service representative (tsr) explained that all the cycles were completed. The hp was no longer connected to the machine at the time of the call. The caregiver (cg) then stated that they got a check lines and bags alarm towards the end of therapy. The cg stated they use two 6l bags with a total volume of 10.5l. The cg stated that the heater bag was empty but the supply bag had some fluid remaining. The cg stated, the only way they can get the machine to move on is to remove the supply bag from the supply line and reconnect it to the other supply line. The tsr explained that this compromises the set up and can cause the hp to get an infection. The tsr advised the cg to never remove a bag and reconnect it. The cg understood. The tsr advised the cg to try to use the white clamp supply line when setting the machine up in the future instead of using the blue clamp line. The cg understood. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported event. The nurse stated, she was not aware of the event. Ps informed the nurse of the use error that was associated with this event and the nurse stated she would review proper procedures with the patient. She stated that as far as she knows, the patient has been able to continue therapy on the cycler successfully. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). This report for the patient re-using single use supplies was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if additional information is received.